Event description:
It was reported that remote transmission displayed excessive battery depletion. Patient was asymptomatic and will be monitored monthly. Device remains implanted.

Manufacturer narrative:
The reported field event of a patient notifier anomaly was confirmed in the laboratory. Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported patient notifier anomaly could not be determined.

Event description:
New information received notes that, the patient presented for follow-up and it was noted that the battery voltage had dropped since last follow-up. The drop in battery voltage and longevity was possibly caused by a vt storm. The vibratory notifier was tested and the patient could not feel it.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was explanted. The patient was fine post procedure.